Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the c9 capacitor was shorted. The cause of the inability to power on is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. There was no death or adverse event associated with the monitor malfunction. Device evaluations of battery pack sn (B)(4), and (B)(4) have been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the f1 fuse was open in all battery packs. The cause of the inability to power on is the open fuse. The cause of the open fuse is excessive current. The excessive current was induced by the defective monitor. The issue was isolated to the monitor. See evaluation above. There was no death or adverse event associated with the battery malfunction.

Event description:
On 03/09/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 20218. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor was unable to power on. The distributor returned the monitor, and two batteries.